Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d10, g4, g7, h2, h3, h6, and h10. Complaint sample was evaluated and the reported event was confirmed. The device shows marks consistent with usage, and is fractured on the lateral side of the post. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured during trialing as part of a knee revision procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.